Event description:
During a meniscus repair procedure using a fast-fix 360 curved ndl delivery sys, it was reported that after deploying the first implant (t1), the second implant (t2) would not come off the inserter and deploy. There was no damage noted to the device. There was no difficulty pushing the trigger. The first implant (t1) was left behind unsupported in the patient. The patient was okay post procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 and t2 are free from the needle. The suture/t construct is still in its bundled state. Further examination of the device using a stereo microscope showed no evidence that the device was used inside the body. The actuator was observed to be in its t2 pre-deployment position indicating trigger advancement took place and a pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of non-deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).